Event description:
The procedure was uncomplicated and the device and implant cartridge performed as intended. There were no procedural abnormalities, nor product malfunctions. After the patient was discharged, they subsequently complained of abdominal pain radiating to their right shoulder. They were evaluated at hospital emergency room and released. They returned with persistent abdominal pain radiating to their upper chest and leukocytosis. They was admitted for treatment. Initial treatment consisted of intravenous fluids and antibiotics. In 2005 they were symptom free, the leukocytosis had normalized but they continued to have mild temperature elevation. Initial CT followed by gastrograffin failed to show significant leakage of contrast material. They were discharged on p.o. Antibiotics. The event was considered completely resolved 3 days later, per the physician. Ndo surgical received the attached report forms via fax 2 months later. As there was no product malfunction, the product was not returned to ndo surgical. No conclusions can be drawn at this time as to the cause of this event. As this is the first complaint of this nature, co will continue to monitor.